Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The caregiver (cg) contacted baxter's technical service center (tsc) regarding a check supply line alarm which occurred on the homechoice (hc) during prime. The cg stated that the frangible was broken and the clamps were open but the hc kept alarming. The cg stated that half of the fluid was lost into the drain due to prime attempts. The baxter technical service representative (tsr) advised the cg to start over using new supplies and call back with further alarms. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) who reported no further issue. The hp stated a hole in the line was noticed the night of this incident. The hp stated he had discarded the supplies and no further information was available.